Event description:
Report received of an IV set causing the pump to persistently alarm. Reportedly, the emergency department clinician attempted to set up a nitroglycerin infusion at an unspecified rate. The pump persistently responded with a "cassette" alarm, causing an unspecified delay in drug delivery to the pt. The clinician reportedly infused the drug by gravity. Multiple unsuccessful attempts have been made to obtain additinal info.